Event description:
Boston scientific received information that this patient is very sensitive to her device. The patient had a rate in the 40's and was experiencing pre-syncopal symptoms. The right ventricular (rv) lead was exhibiting elevated threshold measurements and increased impedance measurements of 1340 ohms. Lead testing was performed and impedance measurements were solid and within normal limits during every arm maneuver. The device outputs were increased at that time and the patient was scheduled for a stress test. The patient's physician noted that the increased pacing thresholds could have been due to ischemic tissue. The lead was explanted and replaced nine months after the initial observations. Subsequent details were received an additional nine months later from this patient claiming this lead had malfunctioned and sustained a potential fracture. A picture of the damaged lead was taken by the hospital's pathology department. The patient stated this is not the first time she has received a bad product from our company and she would like to be compensated. The lead was not returned for testing and the patient believes we are at fault for not following through on the return and evaluation of this lead. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. The boston scientific sales representative who performed the lead revision, could not confirm a lead fracture and stated that the physician did not allege a lead fracture and was just concerned with the rising threshold and impedance measurements. No other adverse events have been reported. This product issue will be updated if additional information is received.